Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer experiencing high blood glucose. The current blood glucose reading is 360 mg/dl. Customer had a low reservoir alarm; she treated with the insulin pump and feels okay. Customer reported a low blood glucose event. Customer was at work. The blood glucose reading at the time of the event was 20 mg/dl. The paramedics treated customer with IV. Customer was not taken to the hospital. Nothing further reported.